Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was unresponsive and had a stuck button alarm. Blood glucose value was unknown at the time of the incident. The customer also stated that the display seemed to be frozen. Troubleshooting was performed. The alarm was not cleared. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed the self test and the displacement test. No stuck button alarm noted during testing. The pump was monitored for a day and no unexpected frozen display noted.